Event description:
It was reported that intermittent malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.